Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applicator did not close the clip correctly and moved inside the vessel; the clip didn´t close properly and slide along the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.